Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery during a case. There was no report of patient injured.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system which was found to function within specification. Reported complaint could not be duplicated. There was no reportable malfunction.